Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿

Event description:
The user facility reported that a 64-year-old male patient on impella cp support had an echocardiogram which demonstrated a large pericardial effusion leading to cardiac tamponade. A computed tomography angiography of the chest showed evidence of a left ventricle (lv) puncture. The patient was taken to the operating room for a sternotomy for exploration of the mediastinum. In the operating room, a combined fluid and clot volume of two liters were removed. The computed tomography surgeon could not find an obvious culprit for the bleed or the perforation in the lv. Suspected sites of bleeding were cauterized and glued. Chest tubes were placed. The patient was taken to the intensive care unit for recovery.

Manufacturer narrative:
The investigation of ventricle perforation has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 component code added h.6 codes 3271 and 2226 were reported incorrectly on manufacturer device report 1220648-2024-12963.